Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion" customer information: "perfusor space and the pre-filled syringe propofol 2% 50ml of fresenius. The syringe is not always detected and therefore poses a danger to the patient. Drive administers an unintended bolus, drive moves to the syringe stamp and cannot detect it! This occurs with every perfusor space, therefore no perfusor space sample was picked up."

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). No sample was returned for examination. The described event was caused by an use error, which is not associated to the design or ergonomic features of the device.